Event description:
It was reported that this patient had noise across all channels that was oversensed and caused inappropriate anti-tachycardia pacing (atp) and shock therapy (8 total shocks) that lasted approximately 10 hours. The patient was checked by the field representative in the emergency room where the noise was confirmed on the right ventricular (rv) lead, and also observations of high out of range shock impedances greater than 200 ohms. They also indicated that the left ventricular (lv) lead had noise and high out of range pacing impedances that were greater than 2500 ohms. The lv lead was reprogrammed tip to can which mitigated the noise, however the high impedances remained unchanged. The theory was that there was an issue with the rv distal coil that was impacting the rv shock and lv signals, and there might also be an issue with the lv lead due to the impedance remaining high. The current plan was to program the device to only rv therapy, and tachy therapy to monitor only. The system remains in-service. No additional adverse patient effects were reported.